Manufacturer narrative:
On 12-may-2021, mentor received additional information regarding the patient's symptoms. The patient stated that she was experiencing illness (unspecified). As a result, the patient underwent the removal surgery. Updated reason for device explant and/or reoperation: unspecified illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based off of a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, the device was noted with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with two 425cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient underwent bilateral explantation on (B)(6) 2021, and bilateral rupture was observed upon explantation. It is currently unknown as to why the patient decided to undergo bilateral explantation on (B)(6) 2021. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.